Event description:
It was reported that the additive coloring was abnormal prior to use with a bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg. The following information was provided by the initial reporter, translated from portuguese to english: identified that the material presents an altered internal aspect, as if it had been used.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 2 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for additive abnormality with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the additive coloring was abnormal prior to use with a bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg. The following information was provided by the initial reporter, translated from (B)(6) to english: identified that the material presents an altered internal aspect, as if it had been used.